Event description:
Pt with a history of chronic renal failure had an arteriovenous (av) fistula graft placed in the right femoral portion of the leg in 2005, after multiple grafts had failed in the arms. Three months later the pt came back to the hospital again with a dysfunctional graft. The physician placed 2 smart stents in the venous portion of the graft(lot unknown) to achieve greater flow, but the graft still clotted. The physician placed 2 more smart stents in the graft, one in the arterial portion of the graft and another in the venous portion of the graft. Three months later, the pt came back to the emergency room complaining of chest pain. The pt stated that three weeks earlier they had gone to a different hosp to have their graft revised since it was not working correctly. The physician at that hosp revised the graft not knowing that the stents were in place. After the pt went through tests for chest pain, it was noticed that two of the smart stents had migrated into the pulmonary artery. The prox stent was retrieved with great difficulty but the distal stent could not be retrieved since it had endothielized itself in the artery. The procedural physician stated that the retrieved stents were taken to pathology. The physician would not give any add'l info pertaining to the pt or procedure.